Event description:
Medtronic received information regarding a pipeline vantage that failed to open. The patient was undergoing a procedure for flow diverter implantation to treat an unruptured saccular carotid cavernous segment aneurysm. The aneurysm max diameter was 10mm and the neck diameter was 4mm. Vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered with pru level of 100. It was reported that the devices were prepared as indicated in the instructions for use (IFU). The device fist started opening fine distally but upon reaching the second vessel curve, it failed to open and twisted resulting in the distal end not opening. Despite trying different techniques, the torsion could not be reversed. It was noted that more than 50% of the pipeline was deployed when the failure to open occurred. The pipeline was positioned in a vessel bend. The pipeline was resheathed 2 or less times; no other steps or devices were tried to open the pipeline. The pipeline was resheathed and removed with the microcatheter. The pipeline was replaced to complete the procedure successfully. There were no patient symptoms or complications following the event and post-procedure angiography showed normal results. The event did not require additional medical or surgical intervention and did not prolong the patient's hospitalization.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-81805), ruler (m-83361), camera (panasonic lumix dmc-zs5). As found condition: the pipeline vantage was returned inside of a sealed bio-hazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the braid appeared not opened and frayed. The proximal end of the braid was found fully opened and frayed. No bend was found on the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, advanced resheathing mechanism or with the proximal bumper. No damage was found with the catheter. No other anomalies were observed. Conclusion: based on the returned device, the pipeline vantage was confirmed to have "failure to open" issue as the distal end of the braid appeared not opened and frayed. However, the root cause could not be determined. The damage to the ends of the braid is likely the results of the physician re-sheathing the device more than recommended two times. Possible cause for failure to open includes patient tortuous anatomy. There was no non-conformance to specifications identified that led to the failure to open issue. H6. Coding updated based on analysis results. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.